Event description:
I had to have an emergency surgery in 2008, to remove 250cc of internal bleeding, a teratoma tumor, my ovary and fallopian tube. Then an emergency hysterectomy in 2016 due to essure device embedded into my uterus.